Event description:
It was reported that the lead exhibited low impedances measuring between 150 to 199 ohms in both unipolar and bipolar configurations. Noise was also noted on stored electrograms. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.